Event description:
A patient returned to the rehabilitaion facility with her tracheostomy tube intact. A few hours later, a nurse allegedly noticed the pilot balloon of the tracheostomy tube laying on the floor. The tracheostomy tube was replaced without consequence. The duration of tracheostomy tube use prior to this event is unknown.